Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The patient reported her blood glucose reached 302 mg/dl after wearing the pod between 24 and 36 hours on the abdomen. Hyperglycemia treated by patient activating new pod. She noticed her site was irritated and that she was able to smell insulin. She went to see her dermatologist who prescribed cortisone for her site irritation.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported skin irritation. The pod was found to have completed sterility within specification. The pod was received with the cannula assembly fully deployed and no issues were found that would result in a failure to deliver insulin.